Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 0072556, d4: medical device expiration date: 2021-03-31, d10: device available for eval yes, d10: returned to manufacturer on: 2021-03-18, h4: device manufacture date: 2020-03-12. H6: investigation summary: bd received 28 samples for investigation. The samples were evaluated by visual examination and 10 of the 28 underwent draw testing and the indicated failure mode for leakage with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported the bd vacutainer® trace element serum blood collection tubes experienced blood splatter/leakage or other sample leakage from device. The following information was provided by the initial reporter. The customer stated: "customer is reporting blood spraying out of the tube after using the needle eclipse, tube is ref#(B)(4). Lot no. 0072556. No exposure to the blood but it sprayed on gloves, and floor. Occurred 3x.".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported the bd vacutainer® trace element serum blood collection tubes experienced blood splatter/leakage or other sample leakage from device. The following information was provided by the initial reporter. The customer stated: "customer is reporting blood spraying out of the tube after using the needle eclipse, tube is ref#368381, lot no. 0072556. No exposure to the blood but it sprayed on gloves, and floor. Occurred 3x."